Manufacturer narrative:
"Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check for needle hub separates due to unknown lot number. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a 0.3ml bd insulin syringe were provided. The customer reported that the needle with the shied was separated from the barrel. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed due to the batch being unknown, no DHR review can be completed. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer states that the needle with the shied was separated from the barrel."